Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to blank display. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with insulin pump. Customer stated he gave himself some insulin and the pump turned off on him twice, had a blank display. Customer stated he replaced the battery and it has not turned off since. Customer stated he performed a self test, but did not have results. The blood glucose was 126mg/dl. Nothing further reported.